Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 426mg/dl. The customer inquired about maximum bolus. The customer mentioned changing their site three times. The customer was assisted with pump settings. The customer declined to troubleshoot the device and states it is working fine. The customer was advised to call back if issues arise.